Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason or the revision was due to a slow increase in incontinence since (B)(6) 2019 insidiously. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. No product malfunction was identified through analysis of the returned cuff component. The pump component was visually inspected, microscopically examined, tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump component. The pump was not functionally tested due to contamination. The reported allegation of urinary incontinence could not be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason or the revision was due to a slow increase in incontinence since (B)(6) 2019 insidiously. Following the surgery, the patient was stable and the event resolved.